Event description:
It was reported that the unspecified bd phaseal¿ optima connector disconnected from the patient's mediport line during use. The following information was provided by the initial reporter. The customer stated: the "device disconnected from the patients mediport line. A 4 year old patient was hooked up to ivf with a chemo ivf line that had a phaseal optima device on the end per policy. Approx 2 hours into the infusion, device disconnected from the patients mediport line. Pump alerted and beeped "occluded" line was cleaned appropriately and ivf line reattached to patient. FDA safety report ID # (B)(4).

Manufacturer narrative:
Correction: after further review, it was found that the injector was already captured under MFR report# 3003152976-2021-00588. This complaint is for the connector, and the following fields have been updated: b.5. Describe event or problem: it was reported that the unspecified bd phaseal¿ optima connector disconnected from the patient's mediport line during use. D.1. Medical device brand name: unspecified bd phaseal¿ optima connector. D.2. Medical device catalog#: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.3. Medical device manufacturer: becton dickinson (franklin lakes). D.5. Unique identifier (UDI) #: unknown. G.2. Manufacturing location: becton dickinson (franklin lakes). G.5. PMA / 510(k)#: unknown.

Manufacturer narrative:
Date of birth: patient's birthday was not provided, (B)(6) was used based on age of patient. Medical device expiration date: unknown. The initial reporter also notified the FDA on 04 august 2021. Medwatch report# mw5103057. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported when using the bd phaseal¿ optima injector (n40-o) there was injector loose or separation of injector and mating component. The following information was provided by the initial reporter. The customer stated: the "device disconnected from the patients mediport line. A (B)(6) patient was hooked up to ivf with a chemo ivf line that had a phaseal optima device on the end per policy. Approx 2 hours into the infusion, device disconnected from the patients mediport line. Pump alerted and beeped "occluded" line was cleaned appropriately and ivf line reattached to patient. FDA safety report ID#(B)(4).